Manufacturer narrative:
(B)(4). Approximate age of device ¿ 80 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. In mid - (B)(6) lactate dehydrogenase (ldh) was in the 200s u/l. On (B)(6) 2017 an echocardiogram (echo) showed normal flow thru the cannula. On (B)(6) 2017 in outpatient clinic, the patient¿s ldh was 632 u/l and inr was 1.9. Repeat labs at visit showed inr was 2.1 and ldh was 1113 u/l. On (B)(6) 2017, the patient had rust colored urine, noted (B)(6) weight gain, and lower extremity edema. The patient was admitted (B)(6) 2017 with ldh of 1178 u/l and was started on heparin infusion, but ldh continued to rise despite therapeutic inr. A CT scan without contrast was performed and the physician suspected thrombus. On (B)(6) 2017 the pump was exchanged due to suspected device thrombosis.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned with the driveline cut approximately 3 inches from the pump housing and the distal portion was not returned. The inflow conduit, outflow graft, and outflow graft bend relief were not returned. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of laminated layering indicates that this deposition did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, the absence of denaturation suggests that it developed acutely. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Upon removal of the observed deposition, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.